Event description:
Clinical study; same case as 6000089-2006-00827, 6000089-2006-00831, 6000089-2006-00833, 6000089-2006-01393. It was reported that 1 day after a coronary artery drug eluting stenting procedure the patient experienced a myocardial infarction (mi). Lesion 1 was a 2.5mm, 90% stenosed, 60mm portion of the mid left anterior descending (mid lad) artery. The physican treated the lesion with ivus and direct stent placement of two taxus express2 8.8% 2.50x24mm drug eluting stents with a 2mm overlap. The lesion was post-dilated. Lesion 2 was a 3.0mm, 90%, 15mm long portion of the proximal left anterior descending (prox lad). The physician treated the lesion with ivus and direct stent placement of a taxus express2 8.8% 3.00x20mm drug eluting stent in the target lesion overlapping the previously placed stents by 2mm. Lesion 3 was a 2.5mm, 90% stenosed, 10mm long portion of the 1st diagonal (1st dx). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 2.50x12mm drug eluting stent in the target lesion. Lesion 4 was a 4.0mm, 75% stenosed, 20mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion with direct stent placement of a taxus express2 8.8% 3.50x28mm drug eluting stent in the target lesion overlapping the previously placed stents by 1 mm. The lesion was post-dilated. One day after the initial procedure the patient's cardiac enzymes met guideline definition for mi. A non-q-wave mi "related to angioplasty and stenting procedures" was noted and it was also noted that the patient had developed some mild chest pain, for which imdur therapy was re-initiated. The patient was discharged 2 days later on plavix and aspirin.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.